Event description:
It was reported that the patient¿s device was at end of service (eos) and was no longer providing therapy. The eos was noted to have been caused by overdischarge events. The manufacturer representative had just completed a physician recharge mode with the patient and then the recharger showed a power on reset (por) message with the eos message. The patient was going to have their battery replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4) product type recharger product ID: 39565-65, serial# (B)(4) implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4) product type: programmer, patient.